Manufacturer narrative:
An opened sample was returned to bausch & lomb. However, the solution was not in its original container, and therefore, the lot number is unknown. Chemical testing showed that the product met all shelf life limits. Although this complaint is unrelated, basuch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moisutreloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most reponsible action in the interest of our customers by discontinuing the moisureloc formula and recalling all distributed product.

Event description:
A patient developed presephal cellulitits while using renu with moistureloc multi-purpose solution. In 2006, th epatient saw an eye doctor and was diagnosed with orbital cellulitis. In the left eye. The patient was prescribed cephalexin and tobradex q3-4h os. She was also referred to an opthalmologist. The patient saw the pothalmologist next day, and he diagnosed her with preseptal cellutitis. Cephalexin and tobradex eye droops and ointment were continued. The patient reported experiecing itching while taking cephalexin. Two days later, at a follow-up appointment, the patient complained of left ear swelling. Cephalexin was discontinued due to development of hives. The patient ws switched to tequin and tobradex was continued. A week later, at another follow-up visit, it was noted the patient had an amphylactic reaction with cephalexin. The patient was taking methylprednisolone, tequin, and hydroxyzine. The patient's preseptal cellutitis was resolved. The treating ophtalmolgist reported the event was unlikely related to renu with moistureloc.